Manufacturer narrative:
This is the same event as 3010536692-2016-00173 & 3010536692-2016-00174. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient is suffering from mom complications. (Left). Additional information received 04/08/2016: allegedly the patient was revised due to a neck fracture and mom complications:acetabulum showed signs of anteversion, fluid(left). Updated surgery information (implant/explant/op notes), and product (part number/lot number) information.